Event description:
It was reported the subject device kept getting an error message. The event was identified during preparation for use for an unspecified diagnostic procedure. The procedure was completed using another device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The device evaluation found error 224. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error 224 due to bad cable unit connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device kept getting an error message. The event was identified during preparation for use for an unspecified diagnostic procedure. The procedure was completed using another device. There were no reports of patient harm.